Event description:
On (B)(6) 2017, the manufacturer was notified that a memo 3d semirigid ring was implanted on (B)(6) 2014. It was explanted 2.59 years later on (B)(6) 2017.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. A company representative confirmed that the surgeon would not be providing anymore information and the device is not available for analysis. As such, no further investigation can be performed at this time. Device evaluated by manufacturer. Device not returned.

Event description:
On (B)(6) 2017 a carbomedics mitral valve m7-027 was implanted after the explant of the memo 3d semirigid ring.